Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No further information is expected. (B)(4).

Event description:
A nurse reported that four doctors who perform cataract surgeries informed about issues with the knives in every surgery, this issues were not noticed a year ago. This is one of four reports being filed for this case. No further information is expected.

Manufacturer narrative:
Evaluation summary. No sample has been returned for the report of knives that were dull. Because no sample was returned for evaluation, the condition of the product could not be verified. The complaint lot number was identified . A review of the related device history records (DHR) for the reported lot number was performed; no anomalies were found. The product was released based on the products acceptance criteria. A complaint history examination indicates one additional related complaint was associated with the reported lot. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Defects, such as dull and damaged cutting edges, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The root cause for the defect experienced by the customer cannot be determined. The manufacturer internal reference number is: (B)(4).